Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient has metastatic mammary cancer and was being treated for a 3 cm stricture within the ascending duodenum. The patient's anatomy was "not really" tortuous, and had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the stent was advanced over the guidewire and into the target lesion, but could not be deployed. Reportedly, only the first 4 mm of the stent were able to be released. Additionally, it was noted that the handle detached from the outer sheath during the attempted deployment. The device was removed from the patient without any complications and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be well post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has metastatic mammary cancer and was being treated for a 3 cm stricture within the ascending duodenum. The patient's anatomy was "not really" tortuous, and had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the stent was advanced over the guidewire and into the target lesion, but could not be deployed. Reportedly, only the first 4 mm of the stent were able to be released. Additionally, it was noted that the handle detached from the outer sheath during the attempted deployment. The device was removed from the patient without any complications and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be well post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 21 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 125 mm distal to the handle break. In addition, the outer sheath was accordioned for a distance of 6 mm at approximately 120 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. Since the review and analysis of all available information fails to indicate a specific root cause, the most probable root cause is undeterminable.

Manufacturer narrative:
Although the exact weight of the patient is unknown; it was reported that the patient is underweight due to cancer. (B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.